Event description:
Lot # problem; lot number of outside packaging on dexcom g6 sensor was lot 7290371; the lot number of the sensor contained in the packaging for dexcom g6 sensor was lot 7280117 expiration dates for both lot numbers was 2121-09-06. FDA safety report ID# (B)(4).